Event description:
It was reported that the patients ipg was difficult to charge and was unable to connect to the remote control. Troubleshooting was done, however, the ipg would not turn back on. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1216, sn (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients ipg was difficult to charge and was unable to connect to the remote control. Troubleshooting was done, however, the ipg would not turn back on. The patient underwent an ipg replacement procedure and was doing well postoperatively.